Event description:
It was reported that the patient's death was a suicide and was not related to vns. The patient experienced no change in seizures with vns therapy. No autopsy was performed.

Event description:
It was reported that the patient passed away due to unknown reasons. An online obituary was found which indicated the date of death. It was reported that the death appeared to have been unexpected. The relationship of the vns to the death is unknown. Attempts to obtain additional relevant information have been unsuccessful to date.